Event description:
Reportedly, there were erratic balance values in ultrafiltration.

Manufacturer narrative:
Evaluation summary: system test passed. Scales checked. Sub scale very erratic. Replaced head unit and recalibrated. Readings improved. Satis, checked pump cal. Satis. Machine test passed. Ready for use.